Manufacturer narrative:
The manufacturer was previously received information alleging a bipap device's sound abatement foam became degraded and caused lung cancer. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of very minor beige and dust dirt contaminate in and around the filter inlet area and canal, and the outlet port, a minor amount of small brown and dark fiber contaminate in the sd card area, modem slot opening area, and the outlet port surrounding area, a very light amount of beige dust dirt contaminate in the chimney of the blower box, on the top of the blower box housing, inner walls, on the top and bottom of the blower, and in the blower output canal, contained a small amount of potential keratin around where the blower seal would sit, small amount of a thin layered dark coating contaminate on the inside surface of the ui panel, rear panel, and the upper and lower enclosure. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes there was evidence of multiple contamination from the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. There was no report of serious patient harm or injury.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused lung cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.